Event description:
The dealer states front right caster have two broken spokes. No replacement casters yet available.

Manufacturer narrative:
This alleged wheelchair has broken spokes, bent wheel, unstable, these problems was caused by impact during transportation. Apply precaution before transportation and avoid impact on the wheelchair responsible person: (B)(4) date: (B)(4) 2015.